Event description:
Report received from baxter states the device delivered 10ml of solution in one hour instead of the expected 5ml. The device contained an unknown concentration of morphine and an unknown diluent for a total fill volume of 50ml. There was no patient injury reported.